Manufacturer narrative:
D4 - unique identifier (UDI) #: updated from (B)(4). D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR.: a mustang device batch was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 23mm in length and extended from a position 1mm proximal of the proximal markerband to 15mm distal of the distal markerband. Visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b - pro code (product code): lit. G4 - premarket / 510(k) #: k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b - pro code (product code): lit. G4 - premarket / 510(k) #: k141597. Device evaluated by MFR.: a mustang device batch was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 23mm in length and extended from a position 1mm proximal of the proximal markerband to 15mm distal of the distal markerband. Visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.